Manufacturer narrative:
The product sample evaluation is pending. A follow-up report will be submitted with the investigation findings of the returned sample. A review of the manufacturing records did not find any deviations or abnormalities.

Event description:
It was reported that during priming, the recirculation line was leaking. Upon follow-up, it was confirmed that there was no patient involvement. The complaint sample was reported to be returned for evaluation.

Manufacturer narrative:
Plant investigation: a review of the manufacturing records did not find any deviations or abnormalities. An investigation of the returned sample was conducted. The luer connection of the recirculation port / red venting line was visually inspected and the luer lock positive adapter was broken. A part of the inner conus was stuck inside the recirculation port. The reported issue was confirmed. As a result, further internal investigations are currently being carried out.